Event description:
Reporter alleged blood glucose monitoring device had not been working for several months and would turn off and nose cover was loose. Reporter stated sometime when device was alleged not working properly, being taken to the hosp and treated. Reporter stated taking insulin on one morning however was not clear whether tested with alleged device the day of alleged event. Reporter indicated being shaky, yelling, and disoriented so a relative called 911 where the ambulance determined glucose to be 30 mg/dl. Reporter stated being transported to the hosp and having tests performed along with being treated with an IV, contents unk, and insulin. Reporter indicated not having test strip info available however a request was made for the return of the suspect device and replacement product was sent.